Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a no delivery alarm. Customer experienced high blood glucose of 530 mg/dl and 600 mg/dl. Customer treated high blood glucose with manual injection which brought blood glucose to 220 mg/dl at the time of call. Customer changed infusion set which she believes solved the no delivery issue. Customer requested to return infusion set and reservoir for analysis. No further information provided.